Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon review, the electrogram showed no spontaneous cardiac activity and episodes of diaphragmatic contractions were observed. The physician elected to perform a pacemaker system change procedure. At the time of the procedure, the right ventricular lead (a unipolar endocardial medtronic lead from 2003 positioned at the apex) appeared slightly advanced, with a perforation. It was suspected that the observed diaphragmatic contractions may have been caused by the rv lead perforation. The lead was successfully replaced. There were no further adverse consequences to the patient.